Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 failed repeatedly. A field service engineer (fse) found that no cubies were showing up in hardware test application (hta) and removed the cubies manually. The fse reseated the row board cable to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawers 5.1 and 5.2 were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.